Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted for fecal incontinence and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change of therapy. The patient reported that they were having terrible trouble with their bowels. The patient stated that no matter what they ate, it would go right through them and in about 20 minutes they would have to run to the bathroom. The patient noted that if they didn¿t make it to the bathroom they would have a mess. The patient reported that they had not been feeling stimulation but turned it up to where they felt it comfortably in the bike seat region. The patient denied any trauma or falls that could be related to the issue and it was indicated that the change in symptoms was sudden. The patient was instructed to follow up with their healthcare professional (hcp) if the problem did not resolve. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.